Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the handle broken off the top case also cracked on right plunger case. Event log history was performed, and no error was found relating to customer's reported problem. It was noted that the pump had been dropped or mishandled by customer and was the cause of the reported issue. Service replaced top case and right plunger case to correct the reported issue and performed preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle and a possible fractured internals. No adverse events were reported.